Event description:
It was reported that the ventilator suddenly posted an alarm and shut down. The patient was manually ventilated, no health consequences have reportedly occurred.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into examination and repair of the device; dräger was notified about the event via the governmental user facility report program. Upon request for further information, it was responded that the device was not connected to mains supply at the time of event and was operated until the internal battery ran empty. The contact person stated that the device was returned to use after having been connected to mains supply which allowed the battery to recharge. Dräger finally concludes that the event was attributed to use error that the user simply has ignored the depletion warnings. It is not known if the device was intendedly not connected to mains supply the device is however designed to continue operation on battery and to post an alarm that the internal battery is activated. The residual capacity is being displayed continuously. In accordance to the applicable standard, the device will post an alarm if the remaining capacity underruns 20% and 10%, respectively. The internal battery shall be checked in regular intervals and replaced every three years. Device not available for investigation, 3rd party service